Event description:
Pt had interbody fusion l2-s1 with concorde bullet cage placed at l5/s1. Contact reports that the cage dislodged sometime after placement. Pt was asymptomatic at follow up. Contact reports that this pt recently contacted the surgeon and may be symptomatic at this time.

Manufacturer narrative:
The degree to which the implant had migrated after placement is not known at this time. Surgeon has not seen the pt as yet. Sales rep stated that at this time the info is limited. If more info is made available she will follow up with regulatory compliance. Implant migration is an inherent risk of the procedure. No conclusions can be made at this time.